Event description:
This is filed to report a knot in the lock line. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. The cap on the lock line was removed and the physician attempted to unravel the lock line but immediately noticed a knot. The lock lines were knotted together and wrapped around in a restricting fashion holding one line down. It took 20 minutes to remove the knot using a hemostat. After the lock line was free of the knot, the line was removed and the clip was deployed. The procedure was complete with a final mr grade of 1. This issue reportedly caused a clinically significant delay but the delay did not result in adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported knot appears to be related to user technique as the lock line became knotted during the unwrapping/removal process. There is no indication of product issue with respect to manufacture, design or labeling.